Manufacturer narrative:
G4: 17jun2020. B4: 19jun2020. Additional information was received that the alarm speaker was not replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09jun2020.

Event description:
The customer reported a ventilator alarm. There was no patient involvement. The field service engineer verified a alarm light failure, primary alarm failure and a backup alarm failure. The field service engineer replaced the power switch overlay, alarm speaker and power management board.